Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized twice due to the infusion set coming off several times. The customer's blood glucose level was unknown. The customer stated that the insulin pump currently works as designed and declined trouble shooting the pump. No further information was provided.